Manufacturer narrative:
Results:spinner/gripper finger.

Event description:
The customer reported failing parathyroid hormone (pth) and parathyroid hormone - intraoperative (pth-io) quality control (qc) and calibrations involving a unicel dxi 600 access immunoassay system. While troubleshooting the issue with customer technical support (cts), a failed wash portion of system check was discovered that had been generated 2 hours prior to the calibration and qc issues. The customer was unaware of the failure and had continued to operate the instrument and report patient results out of the laboratory. The customer was no informed of any change or delay in patient treatment associated with this event. The cts advised the customer to repeat their system checks again which failed twice. The customer indicated that all other qc results had been within range but data was not supplied for review. Beckman coulter field service engineer (fse) was dispatched and found the sample pump belt stretched and frayed. The fse replaced the sample pump belt and a successful pressure sensor calibration was performed. The aspirate probe tubing was also replaced and a spinner/gripper finger was found broken. Service was performed to address the broken spinner and repairs were verified per established procedures. The likely cause of the event was determined to be the aspirate probe tubing.